Event description:
The surgeon put the select plus 150/5 cm (606s255x/15941223) into place. When he advanced the stent (enc453712/10293171), he noted that the stent could not move on in the microcatheter. The surgeon had to remove them as unit and changed to a new stent and microcatheter (details unknown) to complete. No adverse event on the patient.

Manufacturer narrative:
The surgeon put the select plus 150/5 cm (606s255x/15941223) into place. When he advanced the stent (enc453712/10293171), he noted that the stent could not move on in the body of the microcatheter. The surgeon had to remove them as unit and changed to a new stent and microcatheter (details unknown) to complete. No adverse event on the patient. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. The target vessel and vessel characteristics are unknown. A non-sterile unit of enterprise vrd and delivery was received inside of a plastic bag. Pouch original of lot # 10293171 catalog # enc453712 was received; delivery wire and microcatheter were received inside of pouch. Delivery wire was received stuck inside of microcatheter; to naked eye no damages were observed. Introducer tube was not received. Microcatheter was analyzed under (B)(4). Functional analysis was performed. Enterprise and microcatheter were washed and flushed using a lab sample syringe and after that additional force was applied on the enterprise device to advance it, into the received microcatheter; friction was felt while the enterprise device inserted through the microcatheter; despite the friction felt during the functional test the enterprise device could pass through the microcatheter and the stent was deployed. Saturation of dry blood and saline solution were observed on the stent and distal tip section of the delivery wire. Delivery wire and microcatheter were inspected under system vision and saline solution saturation and dried blood saturation were observed on stent, delivery wire only showed saline solution saturation at distal tip section. Before the devices (delivery wire stuck inside of microcatheter) were flushed an x-ray test was performed on them and no anomalies were noted. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10293171. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery wire/impeded-in microcatheter¿ was not confirmed since despite some friction was felt during functional test the delivery wire could pass through the microcatheter. The cause of the event experienced by the customer as well as the friction felt during functional test might be related to saline solution saturation and dried blood saturation; therefore procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: select plus 150/5 cm (606s255x/15941223); new stent and microcatheter (details unknown). This is 1 of 2 reports associated with (B)(4).